Event description:
A dorsal-lateral incision was made, and dissection proceeded to the lateral ilium. Using navigation, a distal (s2) pilot hole was initiated lateral to the psis and perpendicular to the sij. The tunnel was tapped, and local autograft was morselized for use. Brisk, pulsatile hemorrhage was encountered during this step. A 60 mm × 11.5 mm threaded sij implant was inserted along the planned trajectory with autograft, but hemostasis was not achieved. Bleeding originated from adjacent soft tissue without a discrete arterial source. Despite extension of the incision, direct visualization was unsuccessful. Hemostasis measures including surgiflo, electrocautery, and packing were ineffective. Ir was consulted emergently while the wound was packed with quikclot and lap sponges. The skin was temporarily closed with a running pds suture, a pressure dressing applied, and the patient remained intubated for ir transfer. Angiography via contralateral common femoral access identified transection of the superior gluteal artery and a pseudoaneurysm of inferior gluteal artery (iga). Coil embolization of the sga and gel-foal embolization of iga was achieved. Post-intervention arteriogram confirmed hemostasis. The patient remained hemodynamically stable and returned to the or the following day for completion of fusion. After removal of packing materials, no active hemorrhage was observed. Muscle tissue appeared viable. A second implant was placed at s1 using the previously described navigated technique. A third intraoperative CT confirmed appropriate hardware placement. The wound was closed in standard layered fashion.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the bleeding is the surgical procedure.